Manufacturer narrative:
During inspection of the device the customer informed a czmi field service engineer that during the case, the light intensity of the microscope was set at near maximum. The user manual describes that a long duration of treatment especially in combination with high light intensity can lead to skin burn.

Event description:
A health care professional (hcp) reported that a patient sustained a burn after undergoing a 90-120 minutes of left post-auricular underlay tympanoplasty procedure with the opmi cs surgical microscope. The burn was described as second degree and involved most of the pinna. The hcp used silver sulfadiazine at end of the surgery to treat the patient and wrapped the ear in glasscock dressing. It was further reported that the patient had been subsequently evaluated and treated by a burn clinic.